Event description:
It was reported that during the procedure, the pacing capture threshold was not appropriate with this right atrial (ra) lead. The lead was positioned in different areas of the appendage to obtain appropriate thresholds; however, the capture thresholds were not found. A new passive fix lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return. Additional information: despite numerous attempts to obtain product return, this device was not received. Should additional information become available, a supplemental report will be provided.

Manufacturer narrative:
This device will not be returned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during the procedure, the pacing capture threshold was not appropriate with this right atrial (ra) lead. The lead was positioned in different areas of the appendage to obtain appropriate thresholds; however, the capture thresholds were not found. A new passive fix lead was implanted to complete the procedure. No adverse patient effects were reported. This lead is expected for return.